Manufacturer narrative:
Additional suspect medical device component involved in the event: model: db-2202-45, serial/lot: (B)(4), description: dbs directional lead sterile kit 45cm.

Event description:
It was reported that the patient presented to their physician with falling and speech disorder. A computer tomography (CT) scan was performed and an edema was found. The patient was treated with antibiotics.